Manufacturer narrative:
Evaluation summary: it is reported that the devices were in vivo for approximately 7 years. Patient's height, weight and build are unknown. It is stated that the patient is a 63 year old male with a high activity level. No product was returned for evaluation. The returned x-rays indicates varus alignment of the knee, which is likely linked to the worn down medial side of the articular surface relative to the lateral side. The varus alignment and wear of the medial articular surface may have contributed to the feeling of looseness in the knee joint. Based on the available information a definitive cause can not be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was revised in 2009, due to loosening. Implant date is approximately seven years prior.